Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "involving a (B)(6) years old patient, under hemodialysis for uremic syndrome. The patient had a tunneled catheter inserted on (B)(6) 2019. One dialysis session had been performed on the catheter. While the staff was working on the catheter (irrigating), a spread of blood appeared. The nurse called the doctor who noticed the catheter rupture (not the extension the one lumen part). The rest of the catheter was removed with dissection forceps. Clinical consequences: the patient was coughing during the event. The patient stayed a little more in the hospital. Patient lost approximately 200ml of blood. The patient was going out of the hospital on (B)(6) 2019. The patient's condition is reported as fine.

Event description:
It was reported that: "involving a 79 years old patient, under hemodialysis for uremic syndrome. The patient had a tunneled catheter inserted on (B)(6) 2019. One dialysis session had been performed on the catheter. While the staff was working on the catheter (irrigating), a spread of blood appeared. The nurse called the doctor who noticed the catheter rupture (not the extension the one lumen part). The rest of the catheter was removed with dissection forceps. Clinical consequences: the patient was coughing during the event. The patient stayed a little more in the hospital. Patient lost approximately 200ml of blood. The patient was going out of the hospital on (B)(6) 2019. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a connector assembly, catheter and two syringes for evaluation. Visual inspection revealed the catheter had been cut or separated just proximal of the cuff. No catheter material was observed to be still located inside the returned connector. The expected red (arterial) and blue (venous) lines proximal to the cuff were not returned as the catheter was cut less than the recommended 6cm. It appears that the catheter was cut at the "exit site" instead of the "cut site". No other defects or anomalies were observed on the catheter or connector. The length of the catheter from the cuff to the tip of the venous side measured 18.9cm which is within specification of 18.7-19.3cm per product drawing. The length from the split is the catheter to the end of the arterial tip measured 5.8cm which is within specification of 5.4-6.0cm per product drawing. The catheter material proximal of the cuff measured 1.7cm which is not per the IFU and before the exit site (2cm) of the catheter. The IFU states to "ensure 6 cm of exposed catheter remains proximal to exit site line. Remaining recommended catheter length facilitates catheter repair should extension line damage occur over time". A 10ml inventory syringe was attached to the connector assembly and flushed. The connector assembly functioned as expected. The catheter returned was connected to the connector and then flushed with water. Leaking was observed coming from below the connector. A DHR review was completed with no relevant findings. The IFU provided with this kit tells the user "ensure 6 cm of exposed catheter remains proximal to exit site line. Remaining recommended catheter length facilitates catheter repair should extension line damage occur over time." The reported complaint of catheter rupture was not confirmed through this investigation. The returned catheter was not observed to have any cuts or signs of ruptures. The returned catheter met all relevant dimensional measurements and a DHR review was complete with no relevant findings. However, the catheter was observed to be cut shorter than the recommended amount per the IFU. This could cause the catheter to leak or separate from the connector. Therefore, intentional user error likely caused or contributed to this event. An in-service request has been initiated to inform the user of the correct procedure for cutting the catheter.